Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient's device was interrogated on (B)(6) 2018, and a pump motor stall was seen. It was noted the patient had just had their pump refilled on (B)(6) 2018 at 09:56. The " stopped pump period may exceed tube set" message was seen with no interruption of therapy or clinical problems. The motor stall recovery occurred on (B)(6) 2018 at 09:21. It was indicated the event was related to the device or therapy. No action was taken and the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that pump logs indicated a motor stall on (B)(6) 2018 at 11:12 with a recovery at 12:24, and another motor stall on (B)(6) 2018 at 21:24 with a tube set message on (B)(6) 2018 at 21:24. An additional stall occurred on (B)(6) 2018 at 10:41 with a tube set message on (B)(6) 2018 at 10:41. It was indicated the event was ongoing with no actions taken. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the exact cause of the multiple motor stall was not known. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the patient's pump had a motor stall on (B)(6) 2018 at 10:31 with no recovery and no other events or loss of therapy. It was indicated the event was related to the device or therapy. No actions were taken and the issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a clinical study indicated there was a probable non-functioning pump per logs. The patient was being weaned down slowly over the next 6 to 8 weeks with no immediate plan to replace the pump. No action was taken. The event status was unknown. The patient's weight was (B)(6). No further complications were reported.

Event description:
Additional information received from a healthcare provider via a clinical study reported a continued motor stall on (B)(6) 2018 at 14:21 with no recovery and no other events.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient had a motor stall at initial interrogation. The patient did not recently have an MRI. Event logs do not show a motor stall, for they only go back to (B)(4) 2018. The caller reported that the patient had the motor stall occur before this date, but the patient notified the physician's instead of interrogating the logs to confirm a motor stall recovery. Caller also reported that the pump reached normal eri yesterday, (B)(4) 2018. It was noted the hcp had been decreasing the patient's medications. No symptoms were reported. The event date was asked but unknown. The patient was receiving lioresal at a concentration of 2000 mcg/ml and a dose of 150.2 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue was unresolved with no further action planned.